Event description:
The facility's biomed reported the pump did not alarm for downstream occlusion. It is not known if this report was identified during biomed testing or pt use. Despite baxter's efforts to obtain additional info regarding the date the report occurred, the medication involved, pump programming and set-up info., specific pt details, tubing product code and lot number being used, medical intervention and pt injury, no further info has yet been obtained.